Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella cp support and there was access site bleeding. Angle matching was performed, manual pressure applied, the site was redressed and one unit of packed red blood cells was administered. Heparin was also withheld. Additionally, the impella was frequently migrating up to the aorta. The device was repositioned multiple times and left deep to stabilize position.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. Data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition.